Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-mar-17: information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated patient hasn't been getting relief no matter what has been tried and would like mdt rep to attend patient's appointment on (B)(6). The caller was not with the patient. The caller was redirected to nas to page rep. 2025-apr-29: additional information was received from patient who reported the stimulator does not help with their issue. They state their manufacturer representative (rep) went through every point on their lead wire and they could feel stimulation on their right side but nothing on their left where the pain is. They report their stimulator has been turned off for a month and there is no difference versus when it is on. They state they can have it removed if needed. Patient added their rep made new groups as well with none of them working. They report they are having their si joint fused in order to help with the pain and the stimulator will not help with that. 2025-may-13: additional information was received from patient who reported the stimulator is not effective for their issue and they need an si joint infusion now. They report they have had mris, x-rays and CT-scans and are now doing a fusion. They visited with their manufacturer representative (rep) who was unable to help with stimulation. They are unsure if they need to have it removed.